Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2011, pt reported that he was hospitalized approx 2 years ago after his blood glucose elevated to about 500 mg/dl. His family member called 911, and pt was admitted to the hospital and released the next morning. He does not believe this was caused by the infusion device and was unable to provide treatment details as he does not remember the event. Pt's target blood glucose is 110-300 mg/dl. And he "does not get worried" until blood glucose is above 400 mg/dl. No product will be returned for eval.